Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that encode healing abutment screw fractured inside of the implant. Implant at tooth location 14 and was trephined out and bone graft placed. Patient will have to return to replace implant.

Manufacturer narrative:
One (1) unknown encode healing abutment screw was not returned for investigation. Visual evaluation of the screw could not be performed. The investigation has been performed based on the available information using the instructions for use (IFU), and risk file. The associated device (xiitp6510) was returned (image attached in complaint) however, it was not reported with a malfunction. Although, the applicable information from the DHR, IFU & rmf will be referenced in this investigation. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was low bone density (type iii). The reported device was located on tooth # 14 (universal) and was used for approximately 9 months. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (2018092098). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product (unknown encode healing abutment screw) is not available. Zimmer biomet quality management system (qms) has controls in place to prevent the distribution of non-conforming product is within specifications. A complaint history review by item number for the unknown encode healing abutment screw could not be performed since, no item or lot number was provided. Complaint history review was performed for the reported lot number (2018092098) for similar event and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.